Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ng tube stopped suctioning intermittently, which caused the health professionals to have to push air into the opposite suction side to get the pressure to change. Per additional information received from the nursing manager, the tube seemed to become occluded, which led to no return of drainage when connected to the suction source. Once air was pushed through the air vent lumen, the issue was resolved and flow resumed by suction through the tube.

Event description:
It was reported that the ng tube stopped suctioning intermittently, which caused the health professionals to have to push air into the opposite suction side to get the pressure to change. Per additional information received from the nursing manager, the tube seemed to become occluded, which led to no return of drainage when connected to the suction source. Once air was pushed through the air vent lumen, the issue was resolved and flow resumed by suction through the tube.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. A labeling review cannot be completed due to no product catalog number provided.